Event description:
I received a complaint today that the gold tips of the isocools were coming off after long surgeries. They don't have the product to return for inspection. On 3/3/2015, rep was contacted via a phone conversation for additional information: were the gold tips breaking off or is it the gold tips are being scratched? Was the clinician concerned that the matter entered the patient site? Were both codes the same product number? What are the lot numbers. On 3/3/2015 response from the rep explained that the devices cannot be located, therefore, they will not be sent in for evaluation. The customer explained that the tips were flaking and scratching. No adverse consequences. Since these are sterile, single use devices, rep asked if they were wiping the tips excessively and the hospital response by saying no more than usual. After the first set flaked and scratched, they opened another pair. The same thing happened, but the clinician completed the case using the second pair.

Manufacturer narrative:
The sales advised that "they don't have the product to return for inspection". As such it is not possible to evaluate the product and determine the root cause of this complaint. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. A review of the device history records did not reveal nay anomalies during the manufacturing process. At this time this complaint is considered to be closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.